Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure, on an unknown date. During the procedure, while the device was inside the patient, the balloon would not inflate. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the catheter failed the leak test because loss of balloon integrity. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.